Event description:
Mew soft i.v. Extension tubing folded on itself (had adequate taping to pt's arm). Causing pt's b.p. To go up and then bottom out. No harm to pt. After discovering folded tubing. Person who admin is terred the i.v. Was 002.